Event description:
It was reported that during priming with a polyflux 14l an external fluid leakage was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, a photographs of the sample were provided for evaluation. The visual inspection of the provided photos shows the product during priming. In photo one, a drop of water can be seen on the header cap, however, the root cause of the visible water drop and the leakage cannot be identified. Photo two shows only the product label with the batch informations. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.